Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomed engineer reported that the surgeons were unableto turn the 001320lx lamp module replacement mlx back on after using it for a cardiac surgery on (B)(6) 2020. The device was removed from the operating room and a replacement light source was available to be used. The technician looked at the lamp afterwards and noted that the lamp module was defective and had a burnt crack. Lamp hours at 738. There was no patient injury.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Device history record (DHR) - record showed no abnormalities related to the reported issue. The returned lamp is in used condition with no visible defect. Lamp passed hard start testing and functioned as normal. The reported complaint is not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.